Event description:
Caller reported a tandem mobi cartridge alarm. There was no adverse impact to the customer¿s blood glucose level. Customer was instructed to remove the cartridge and deliver a bolus, which was successful, but experienced a recurring alarm when reloading. Cts assisted in reloading a new cartridge, but the alarm recurred. Therefore, cts arranged for a replacement pump and cartridge to be sent, instructed the caller on backup therapy, storage mode, and return procedures for the original pump, with the caller acknowledging all instructions.